Event description:
It was reported to philips that the system would not produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned/non-emergency treatment, which was completed by using a portable surgical c-arm. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not produce x-rays. Customer reported that during a case, the tech was getting a fusion x message needing username and password, and rse found a corrupt database. The philips field service engineer (fse) examined the system on-site and found that the system was powered on, but the screens were blank. Biomed tried rebooting multiple times, and the system would not boot up normally and would boot to the fusionx login screen. Fse found that system software had crashed and needed to be reloaded. Fse performed a system backup and reloaded the software, but the issue persisted. Fse performed system calibrations. Performed tube adaption, tube yield, edl calibration, detector frontend calibration, dap and skin dose verification, field limitation, generator output checks, and reloaded system control room touch screen module (tsm). After which the reported problem was resolved and returned to use in good working order. The codes were updated based on the investigation outcome.